Manufacturer narrative:
Further patient data was not provided by the customer. There was no malfunction of the device which could have contributed to the surgical outcome. It is likely that the user made a mistake when transferring the values to the online calculator - but without the measured value printouts from the device, this cannot be proven beyond doubt either. Descriptions of changes: field g1-2: updated to "contact office", field g7: updated to "follow-up #: 1", field h2: updated to "additional information" and "device evaluation", field h3: added "evaluation summary attached", field h6: updated investigation findings code to "213". Updated investigation conclusions code to "4315" and "4310". Field h10: added additional manufacturer narrative and descriptions of changes.

Event description:
A healthcare professional (hcp) reported that there has been an incorrect surgical result after using the iolmaster 500 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct the patient's vision.